Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of valve, white particles. A leak test was perform and was not found any opening. A microscopic analysis identified: partial delamination of diapherm flange disk assessed as adhesive failure (although the valve is delaminate, the delamination is under 10% so, the valve doesn't leak). Fill inspection was performed and identified no blockage in the valve.

Event description:
Patient reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation is a deflation.

Event description:
Device has been explanted.